Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
Same case as 2134265-2016-01226. It was reported that a burr became stuck on wire. A 2.00mm rotalink¿ plus and rotawire were used and advance to treat the target lesion. After the first ablation, the device was removed from the patient, and it was noted that the rotawire was stuck on the rotalink¿ plus and it was unable to be removed. The procedure was completed with a different device. No patient complications reported and patients' condition was good.